Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
(B)(4): the trial patient reported felt a little pain at lead site last night. Patient has not felt pain since last night .the patient also reported the next day that had some bleeding and did not mention where they were bleeding from. The patient was in the hospital at the time of the call and could not talk. The issue was not resolve at the time of this report. No further interventions taken. The patient called technical services. No further patient complications have been reported as a result of this event" in the event description.

Event description:
Additional information received as patient mentioned that they did not know the serial number of device and pain at lead site with bleeding was bad thing. There was no clarification regarding hospital admission during on the trial device. Patient's weight was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.